Manufacturer narrative:
(B)(4). Additional information; the device was implanted on (B)(6) 2011 and explanted on (B)(6) 2016. (B)(4).

Event description:
During follow up, the device was unable to be interrogated. Although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically following the advisory.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
Evaluation summary: conclusion code not available. The device was confirmed to have no telemetry communication when it was received for analysis. The cause was the battery voltage was less than the minimum voltage required for normal operation. The device longevity was evaluated using nominal settings and the depletion was premature. The device electronics assembly was tested on the bench with test leads and resistor loads and no anomaly was detected. The device current was normal before, during and after temperature cycle and temperature humidity tests. Further analysis identified lithium clusters; however, the cause of the battery depletion could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.